Manufacturer narrative:
(B)(4). Date sent: 05/06/2025. Investigation summary: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo showed tissue with a line of staples. However, you can see some unformed staples in the tissue. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 05/22/2025. Corrected data: h6 (investigation findings), investigation summary. Investigation summary: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows tissue with a line of staples. However, you can see some unformed staples in the tissue. Based on the photo the event described is confirmed, however, no conclusion or root cause could be determined. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 05/01/2025. B3: only event year known: 2025. D4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished ech60c, with lot/batch number a97e0x, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a whipple procedure, the surgeon was using an ech60c stapler on stomach tissue, using a blue reload (gst60b). It was observed that only 3 rows of staples on one side of the reload deployed/formed, and on the other side, the staple legs were sticking out / some only half formed or did not make it into the tissue at all (see photo attached). This happened with two reloads from the same lot number. They tried firing again with a newly opened stapler and the same issue happened. Another like device was used to complete the procedure successfully. There was no patient consequence nor surgical delay reported. No additional information provided.